Manufacturer narrative:
This report is filed november 11, 2013.

Event description:
Per the clinic, the patient experienced an infection around the implant side. During a revision surgery on (B)(6), 2013, the implant body has been moved to another place to heal the infected area.it is unknown if there are plans to place the implant body back to its previous position as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (B)(6) 2013, and the patient was reimplanted with a new device on the contralateral side during the same surgery. (B)(4). Device not yet received by manufacturer.